Event description:
It was reported that the device needed service. During the device evaluation, ventec observed that it would continuously reboot by itself when powered on. In this state, the device would be inoperative. There were no reports of patient use associated with the reported event.

Manufacturer narrative:
The device was evaluated by ventec where the reported issue of the device continuously rebooting (inop) was confirmed. An internal inspection of the device was performed which revealed damage to both of the cough assist valve's poppets. Ventec replaced the cough valve to resolve the reported issue. Proper device operation was then observed through functional and performance testing. The investigation determined that the root cause of the reported issue was that the rubber rings of the cough assist valve's poppets were cracked.